Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 04/02/2025, it was reported that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. The her dexcom g7 receiver and mobile both showed a reading of 270 mg/dl. She had inability to function. She couldn't call the ambulance until she received help at home (by an unspecified individual) and checked her blood glucose through a fingerstick, which showed a value of 38 mg/dl. She did not disclose who helped her. She was given sugar under her tongue, which raised her blood sugar to 60 mg/dl. She was stable and staying at home during the same day report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.